Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed a system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the mouse froze during the procedure. The health care professional (hcp) was advised by the theatre staff that the system can be restarted and registration can be saved and then return back to navigation but the hcp refused to do what was instructed and aborted the procedure. There was no delay to the procedure. The manufacturer representative (rep) checked in with the site and they have restarted the system several times without any issues. The procedure has been rescheduled and the rep has spoken to the hcp and explained that they have the ability to restart the system without losing registration.